Event description:
It was reported that, after a thr, a oxnm fem hd 28 mm +12 disassociated from a 50/28 mm bh dual mobility insert. Patient walked on it for some time before seeking medical attention. Cup was revised and a new femoral head implanted. Echelon stem was well fixed and remained. Surgery was performed, without any delay, with a competitor back-up device instead. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: d4 (expiration date), h4 (manufacturing date), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that a hip revision surgery was performed due to disassociation between the insert and the femoral head. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the insert. No other similar complaints have been identified for the femoral head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown. The patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement, malpositioning of the implants, or muscle or fibrous tissue laxity. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.